Event description:
It was reported that the ventilator failed flow transducer test during pre-use-check. There was no patient involvement. Manufacturer's ref #:(B)(4).

Manufacturer narrative:
The issue could be duplicated when the ventilator was investigated on-site and the o2 gas module was replaced and further investigated. Simulated use testing of the received o2 gas module has reproduced the described customer issue and found that the measured flow are outside of its specification. The failure was confirmed in received device logs. We could trace back the reported problem to july 17, therefore the date of event was determined as (B)(6) 2020. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the reported failure in pre-use check are traced to interaction of several parts within the o2 gas module where the inspiratory valve flow controller printed circuit board (pcb) has a contributing effect to this behaviour but the root cause has not yet been fully established.

Event description:
Manufacturer's ref #: (B)(4).